Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that at the beginning for two different procedures, there was no vacuum. They replaced the phaco tip and the issue persisted. The cassette was replaced and it "worked fine". The procedures were completed and there was no harm to the patients. No additional information is expected.

Manufacturer narrative:
The is the first complaint reported for this finished goods lot. A review of the device history record indicates the order was built to specification. Two wet cassettes were visually inspected and no obvious defects were observed. Both irrigation and aspiration luers were intact. A flare shape was observed in the blue socket fittings at the aspiration tubing insertion end. The samples were tested using a console. The samples could be recognized by the console. The samples primed and tuned successfully and the service data could be retrieved. Maximum vacuum reached to the minimum of 707 mmhg (millimeters of mercury). No leakage was observed from the tubing insertion to the handpiece during tuning. When the drain bags were lifted to allow liquid into upper portion of bag and check for leaks around the drain ports and upper seam. No leakage occurred. The drain bag tapes were adhered securely on the cassettes. The drain bag ports were aligned properly on the cassette exit ports. The irrigation and aspiration flow rates were within specification. No drop presented from the irrigation luer after the irrigation off 5 (five)seconds. No damage was found on the fittings. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings and the four aspiration ports on the pump region of the cassette base. The sample functioned within specification. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. (B)(4).